Event description:
The nurse reported a problem with the side rails and a pt fell out of the bed and hit his head. The nurse stated that the side rail height does not seem sufficient. The pt was being assessed for injury and more information will be provided when results are known.

Manufacturer narrative:
The technician investigated and the nurse stated the pt climbed over the side rail while trying to roll onto his stomach and fell hitting his head. When the nurse entered the room the bed exit was alarming. The customer performed a cat-scan which was negative. The medical treatment provided was an ice pack to the pt's head. The technician inspected the side rails and all side rails functioned as designed, no repair was needed. The service tech found that the bed functioned to specifications. Based on this information, no further action is required.